Event description:
The customer's father reported that his daughter was experiencing "higher than expected bg levels"; her bgs rose significantly over a four hour period (from 155 to 472mg/dl) and would not lower despite a correction bolus having been administered. He noted that the cannula was kinked "without indication of alarm" and therefore "doesn't think the pod is delivering insulin accurately. The pod was deactivated and will be returned for evaluation.

Manufacturer narrative:
The pod was not returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The customer stated that a kink was seen in the cannula. There was however, no report of an occlusion alarm. The pod would have initiated an occlusion alarm if the flow of insulin was restricted/prevented by the kink and resulted in back pressure. The omnipod user guide instructs the user to "check infusion site frequently for proper cannula placement." It also suggests that the user should check their blood glucose levels frequently in order to notice and react quickly and appropriately to any issues. The pt remedied the situation by removing and replacing the device per user instructions.